Manufacturer narrative:
The user reported issue was confirmed. The pump was found to have a power issue. The main board was replaced. The device was repaired and tested to meet all specifications on 03/16/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2016-00175).

Manufacturer narrative:
The manufacturer is still waiting for the pump to arrive.

Event description:
The user reported that "the pump shut off and will not power back up. Has been plugged in to make sure it wasn't due to dead battery." This issue was found during patient use. No patient harm or injury was involved in this case.